Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implantable neurostimulator (ins) and the issue began probably about 2 months ago. Patient stated they were getting an error code that appeared frequently and began with an m. Patient services (pss) asked clarifying question and patient did not have the error code. Patient reset the controller and repositioned the recharger but the issue did not resolve. Patient noted it used to take 5 minutes to charge the implantable neurostimulator (ins) and now it was like an hour and a half to charge ins and they couldn't get the implantable neurostimulator (ins) to charge to 60% or get an excellent or a green light on the controller. Patient noted that the paddle would get hot when trying to charge their implantable neurostimulator (ins). Patient confirmed that there was no damage to their skin and that they were very meticulous with their equipment. Patient services (pss) instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Patient services (pss) walked patient through resetting controller; controller showed recharging 90% and implant 70%. The issue was not resolved. No symptoms were reported. An email was sent to the repair department to replace the recharger.